Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed that the daily insulin delivery totals correctly reflected user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. During testing, the pump passed the delivery accuracy test and was found to be delivering within required specifications. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient had recently transferred settings from the old pump to a new pump. The patient was experiencing blood glucose levels in the 60-80 mg/dl range over the last two days with no reported symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. A review of pump settings showed settings were correct and all bolus and basal deliveries had been completed. There was no reported adverse event associated with this complaint. This complaint is being reported due to an allegation of a history settings issue.